Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on november 24, 2021. The manufacturer representative (rep) reported that they had met with the patient back on (B)(6) 2021, at which time the patient's only concern was related to charging because the patient had lost 150 pounds. The patient had explained to the rep that they were interested in replacing the implanted neurostimulator (ins) with another model and was going to schedule an appointment with their managing physician to discuss. The stated they would contact the patient on (B)(6) 2021 to discuss the reported incident and to determine if they will schedule an appointment to have the device checked. After speaking with the patient, the rep provided an update on (B)(6) 2021, and reported that the patient was still determining whether or not they want to have the system explanted because they were getting good coverage previously. The patient was going to provide the rep with an update once they determined how they would want to proceed. No further information can be provided until the rep meets with the patient and interrogates the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on (B)(6), 2021 they had a terrifying experience with their device.  They were riding in the back of a car when their stimulation suddenly kept increasing and increasing, which they described was likeif someone was putting their foot on a gas pedal and the gas pedal got stuck.  They tried to turn the ins off but it wouldn't turn off for at least 30 seconds.  They said this event caused them pain and physically and emotionally drained them, so they wanted to have the device removed.  They were redirected to discuss next steps with their physician.